Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2025, he was hospitalized due to inaccurate dexcom readings. The cgm showed 18 mmol/l, while a fingerstick was 6.4 mmol/l, it was not specified when the measurements were taken. The insulin pump adjusted based on dexcom reading and automatically delivered insulin. The patient didn¿t report any symptoms. He called 999 and was taken to the hospital. At the hospital, the patient was treated with unspecified IV medication and stayed overnight. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.